Event description:
The reporter bought two devices that claims to help with degenerative disc disease and back pain; however, the device was not effective in improving her pain. She used it for a couple of months, but it did not work. Instead, she developed severe neck spasms. The reporter has complex regional pain syndrome (crps) due to a car accident and had hoped that this device would help with her neck pain. The device does not provide clear instructions for use, nor does it specify the strength setting she should use. Additionally, it does not stick ergonomically to her neck. She wants a refund for the device, as the marketing claimed a money-back guarantee if it did not help with pain. However, the company has refused to pay her back despite continuous complaints. Ref: mw5190106. Pt: 4521, 2433. Device: 3023, 4001, 2956. This report captures: neuromd for back pain.